Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report the patient had a hypoglycemic event creating a need for them to pull their car over on (B)(6) 2015, and his receiver was having intermittent audio output. The patient's friend called him while he was pulled over and contacted the paramedics who located him on the road. The paramedics gave the patient sublingual glucose and when the patient's blood glucose value rose the paramedics gave the patient grapefruit juice. The patient did not need to go to the hospital and was able to drive home on his own. The patient is currently good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.